Event description:
The customer reported to olympus, leakage was noted on the lever of the evis exera ii ultrasound gastrovideoscope before examination. The device was returned and an evaluation revealed, gap of adhesive on the distal end. There is a gap between acoustic lens and ultrasound probe. Stain entered inside the lens through the gap. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Scope connector cover plate was shaved. Switch was deformed. Because guide pin of electrical connector was missing, water tightness was lost. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in right direction does not meet the standard value. Due to a dent on bending tube, bending angle in up direction exceeds the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the gap and the stain could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.